Event description:
It was reported that the device exhibited variability in threshold both manually and the ventricular capture management. In addition, loss of capture was observed resulting in bradycardia. The customer questioned if the evoked response was correctly interpreted by the device. It was noted that the patient experienced ventricular tachycardia (vt) and asystole. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. The analyst noted the ventricular capture management threshold measurements varied from 0.75 volts to 1.75 volts throughout the record. (B)(4).